Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested the returned device with negative standard. The device yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with returns. Source: phone.

Event description:
Reported false positive sars result for 1 asymptomatic caregiver testing for screening purposes. The caregiver was confirmed sars positive in (B)(6) 2022. The customer communicated that the caregiver has tested positive with quickvue ever since her initial sars infection and is estimating a total of 16 suspected false positive results from (B)(6) 2022. Molecular (pcr testing) was performed periodically during this time and confirmed negative results (exact dates unknown). Individual events are captured on separate reports. The customer was only able to provide 1 lot number and it is unknown if the same lot number was used for each event.

Event description:
Reported false positive sars result for 1 asymptomatic caregiver testing for screening purposes. The caregiver was confirmed sars positive in (B)(6) 2022. The customer communicated that the caregiver has tested positive with quickvue ever since her initial sars infection. Molecular (pcr testing) was performed and confirmed a negative result. The customer communicated an additional 12 false positives for the caregiver. Individual events are captured on separate reports.